Event description:
The manufacturer received information alleging a trilogy 202 ventilator, international device failed at test station on dp purge valves after routine preventative maintenance at a third-party service center. There was no allegation of device malfunction. No alarms sounded at bench run and no actionable errors located in the logs. The device was not reported to be in patient use. During the evaluation of the trilogy 202 ventilator, international device at the third-party 's service center the root cause of the malfunction was determined to be the device's sensor board. The technician replaced the sensor board to address the issue. Additionally, due to cosmetic damage found on the front case enclosure and oxygen blending module housing, both parts were replaced. The device was repaired and retested. All testing passed and set to ship mode awaiting dispatch.